Event description:
It was reported that during a liver resection, the device tissue pad fell off, but did not fall into the pt. The procedure was completed without any pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.